Event description:
It was reported that the pump was programmed to infuse at 1ml/hr for ten hours and then administer the drug over two hours, but the pump infused at the rate programmed to start at 9:41pm. Per reporter, the patient had returned, feeling that they heard the pump infusing when it wasn¿t supposed to be, and resulting in the patient receiving only about half of the dose early. No patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.